Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration as confirmed via x-ray. The leads were revised and remain implanted in the patient.